Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 250 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, stained end cap sticker and minor scratches on display window noted.